Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ¿white/clear particles¿ in eight (8) 250ml exactamix eva tpn bags. The particles were described to be free floating. This was noted before patient use. No additional information is available.

Manufacturer narrative:
A batch review was conducted and revealed that a piece of fiber had been found in the fill port fluid path of a device during inspection. Stations were inspected for contamination and cleaned. All affected products were scrapped. The eight (8) samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.